Manufacturer narrative:
(B)(4). The distributor in (B)(4) determined that the most likely cause of the reported event was a malfunctioning front panel assembly. The distributor in (B)(4) was shipped a replacement front panel assembly to repair the device and return it to service. Carefusion issued a return goods authorization (rga) number to the distributor in (B)(4) for the return of the alleged faulty front panel assembly for evaluation. As of august 20, 2015 the alleged faulty front panel assembly has not been received.

Event description:
The distributor in (B)(6) reported that the touch screen is not responding to touch and that they observed a spot on the screen. There was no report of patient involvement.

Manufacturer narrative:
Manufacturing received a vela front panel assembly. The vela front panel assembly was installed in known good vela unit. Fluid ingress is visible on panel screen. The unit was powered on in service mode and a touch screen calibration test was performed. The calibration test failed two times. The customer issue of touch screen not responding was duplicated. The vela front panel assembly was scrapped.